Event description:
It was reported to philips that intermittently the live and reference monitor were black. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and the procedure was completed as planned. A philips field service engineer (fse) inspected the system on-site and confirmed that the live monitor and reference monitor were intermittently black at the same time. During troubleshooting, fse identified that the image processing pc (ip-pc) and the software were defective. The cause of the ip-pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of ip-pc and operating system (os) disk followed by re-installation of ip-pc software and image store recreation by the fse has resolved the reported issue. After this replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.